Manufacturer narrative:
Burns are an expected side effect from such treatment. Patient was given clobetasol cream and triamcinolone cream as preventative medication. Patient was described as a skin type iii-IV. Per clinical, "if the patient is a skin type IV, the yag wavelength would have been the appropriate wavelength to use." Site did not follow the recommended guidelines per the crg since the yag was not used, but the alex handpiece was. Technician evaluated the device and confirmed that the yag was within specification, but the alex was found 53% above specification. To fix the issue, the alex handpiece was recalibrated and confirmed to be operating within specification. Since the energy was confirmed to be outside of the specification, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that a patient was burned during a laser hair removal treatment using elite mpx. More than one handpiece was used.